Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ca 19-9 immunoassay (ca19-9) on a cobas 8000 e 602 module (e602). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 93 u/ml. The sample was repeated twice, resulting as 22 u/ml each time. A value of 22 u/ml was reported outside of the laboratory and there were no questions about this result from the physician. No adverse events were alleged to have occurred with the patient. The ca19-9 reagent lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The issue may have been caused by a reagent pipetting issue due to film/bubbles. Sample contamination also may have been possible. The customer believed that there was a low possibility that there were sample handling or reagent storage issues. The customer declined any further assistance.